Manufacturer narrative:
The reported event was confirmed and the cause was unknown. Although an exact root cause could not be determined a potential root cause could be product enclosed, packaging peel strength is insufficient to maintain package integrity. The lot number was unknown; therefore, the device history record could not be reviewed. Labelling review was not required as labelling would not prevent the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that a foreign material (an insect) was found near the scale 60 of the precision urinary volume meter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a foreign material (an insect) was found near the scale 60 of the precision urinary volume meter.